Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The reason was not provided. A temporal pacing lead was successfully implanted. No additional adverse patient effects were reported.